Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamc3430c150tj, serial/lot #: (B)(6), ubd: 08-oct-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted for the endovascular treatment of a 45mm type b aortic dissection . The vamc3430150tj was unloaded onto vamf3632150 and placed in lsa with half of the graft center position covered for the purpose of closing the entry for type b dissection. Closure of the entry tear was confirmed and the procedure was completed without ballooning.  It was reported two days later, a CT was performed. The patient was asymptomatic , but the ascending aorta was narrowing and a retrograde type a dissection was diagnosed. On the same date, a total arch replacement was performed. The central area (bearing and 1 stent)  of vamf3632c150tj was cut and explanted and 3 branches of a artificial blood vessel were sewn into this stent graft. The patients condition was stable following this.  Per the physician for a cause of the rtad, it is thought that oversizing and anatomy may have been factors. It was said the proximal stent graft was 12% oversized and this may have affected the results. It is also thought that the patients vascular morphology was a factor as the patient developed the dissection at a young age so marfans syndrome was then suspected and this is under investigation .  No additional clinical sequalae were provided and the patient is fine.